Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a laparoscopic supracervical hysterectomy, sacral colpopexy and placement of a mid-urethral sling and cystoscopy on (B)(6) 2012. During this procedure, a polyform synthetic mesh was also implanted. The patient did well the day after the procedure but subsequently developed an ileus and leukocytosis, which progressed over the following two days. Reportedly, the ileus improved but the patient exhibited an increase in her white blood cell count, which the physician suspected was caused by infection of the mesh implants. The patient was prescribed empiric IV and oral courses (duration unknown) of levoquin and flagyl. Three days later, the patient awoke with an acute onset of abdominal pain, abdominal distention, nausea and vomiting, and a 10-cm pelvic abscess was discovered, which the physician opined was likely related to the mesh implants. The patient underwent an exploratory laparotomy for removal of the pelvic abscess on (B)(6) 2012. Intraoperatively, serious fluid was found upon entry into the peritoneal cavity. Further exploration demonstrated that there was purulent material along the retroperitoneal and retropubic site of the mid-urethral sling. The polyform mesh and the sling were removed entirely during this procedure, and the patient was discharged after oral antibiotic treatment (specifics unknown). On (B)(6) 2012, the patient returned for a follow-up visit; she was reportedly doing well, and her complications were resolved.